Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (b)(64) 2002; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular (rv) leads had very high and unstable thresholds, resulting in drain on the device battery. As the right side was occluded, both leads were capped and replacement leads tunneled in from the left side. The device was explanted and replaced. No further patient complications have been reported as a result of this event.